Manufacturer narrative:
The investigation determined that the customer had incorrectly configured the units for reporting vitros tt3 from two vitros 5600 analyzers. The vitros 5600 analyzer and vitros tt3 reagent did not malfunction.the root cause of the event is user error.

Event description:
The customer obtained multiple, discordant vitros tt3 patient sample results between their laboratory interface system (lis) and the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected. There was no allegation of harm to patients as a result of this event.this report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved.this report corresponds to ortho clinical diagnostics, inc. (B)(4).